Event description:
It was reported the device exhibited "error 1660". There is patient involvement and no patient harm/ adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found front and rear housing damage. A review of the event history log revealed a 'lec 1660' alarm. The reported problem was verified in the ehl. The root cause was unable to be established. The service history review identified no indication that the complaint was related to a service of the device within the review period.